Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the implantable pulse generator (ipg) had no pacing output. The ipg was unable to be interrogated and the device had apparently reached end of life (eol). The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that the implantable pulse generator (ipg) had no pacing output. The ipg was unable to be interrogated and the device had apparently reached end of life (eol). The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.